Event description:
It was reported that the physician successfully performed three passes with retrieval devices to treat a right internal carotid artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. The patient was given 32mg of tissue plasminogen activator (tpa) during the treatment. A hemorrhage was confirmed at the basal ganglia during the procedure. Surgical decompression was performed to treat the hemorrhage. Two days post procedure, the patient died. The physician stated that the cause of hemorrhage cannot be determined; the preexisting severe cerebral infarction worsened and led to the patient's death.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural and patient complication, respectively.

Event description:
It was reported that the physician successfully performed three passes with retrieval devices to treat a right internal carotid artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. The patient was given 32mg of tissue plasminogen activator (tpa) during the treatment. A hemorrhage was confirmed at the basal ganglia during the procedure. Surgical decompression was performed to treat the hemorrhage. Two days post procedure, the patient died. The physician stated that the cause of hemorrhage cannot be determined; the preexisting severe cerebral infarction worsened and led to the patient's death.

Manufacturer narrative:
The device is not available to the manufacture.

Event description:
It was reported that the physician successfully performed three passes with retrieval devices to treat a right internal carotid artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. The patient was given 32mg of tissue plasminogen activator (tpa) during the treatment. A hemorrhage was confirmed at the basal ganglia during the procedure. Surgical decompression was performed to treat the hemorrhage. Two days post procedure, the patient died. The physician stated that the cause of hemorrhage cannot be determined; the preexisting severe cerebral infarction worsened and led to the patient's death.